Event description:
It was reported by the patient's legal representative that the patient underwent primary surgery in 2008 on his left side and subsequently was revised on (B)(6) 2014 due to an unknown reason.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate. This event has been previously reported on 1825034-2014-08645 and 1825034-2014-08646.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned as product is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date: 2008 (exact date unknown).